Manufacturer narrative:
On (B)(6) 2018, abaxis received a call from the customer lab reporting an issue with analyzer sn: (B)(4) stating that the device was making noise and had a burning smell. No fire or injury was reported. The customer powered off and unplugged the device. The customer also reported a "407f motor speed check" error. This device was a loaner that malfunctioned. The customer returned the device and a new loaner was sent to the customer. The malfunctioning loaner was returned for evaluation. During evaluation of the device, it was observed that the bearings of the ball lock pin were jammed. The ball lock pin and fan filter were replaced to resolve the reported problem. The device remains in the loaner pool at abaxis. No further actions were required. This MDR is being submitted as a result of a three (3) year retrospective review of closed complaints abaxis performed as part of its commitment to correct the FDA-483 observations received on august 22, 2019.

Event description:
The customer lab reported that the device was making a grinding noise and emitting a burning smell.